Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that the pulse generator needs more energy to make the patient's heart beat over the last three to six months. Lead damage of this right atrial (ra) lead is suspected and reportedly chest x-ray will be performed to confirm. Patient experienced fatigue when walking. Additional information received states that the lead damage was not confirmed and will continue to monitor. This lead remains in service. No adverse patient effects.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued. Patient code 3191 captures the reportable event of surgery.

Event description:
It was reported that the pulse generator needs more energy to make the patient's heart beat over the last three to six months. Lead damage of this right atrial (ra) lead is suspected and reportedly chest x-ray will be performed to confirm. Patient experienced fatigue when walking. Additional information received states that the lead damage was not confirmed and will continue to monitor. Subsequently, this lead was surgically abandoned and replaced. No additional adverse patient effects were reported.